Event description:
An astron self-expanding stent system was chosen for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous proximal iliac artery. The device could not pass through the severely calcified lesion, even with the position repeatedly adjusted and the support force of the system was improved. The device was retrieved from patients body.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.